Event description:
It was reported that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy. In addition, it was reported that the customer experienced an elevated blood glucose (bg) level. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. The cause of the high bg was unknown. The customer administered a manual insulin injection to address the high bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.